Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 415 mg/dl at the time of incident. The customer¿s current blood glucose value was 250 mg/dl. It was unknown if the customer was using auto mode or not at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event was unknown. The customer declined further troubleshooting. Customer stated that the insulin pump alarmed insulin flow blocked which was resolved by complete set change. The insulin pump will not be returned for analysis.